Event description:
A patient reported experienced inaccurate erratic results with a fast take meter. The patient's blood glucose results were 120, 220 and 320 mg/dl. Test were done within 10 minutes. Patient did not experience any adverse events.